Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg will not hold a charge. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was discarded by the medical facility.